Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the therapy was turning off by itself and the battery was depleting too fast. The patient noted that he may charge at night, then in the morning, the implantable neurostimulator (ins) may be down to 40%. It was noted that the patient would make occasional increased to programming depending on pain needs throughout the day. There was a return of pain and when the patient checked the ins, they found that it needed to be recharged. The last programming session was about a month prior to the report with a manufacturer representative (rep). It was then suggested that the patient should keep a journal of the on/off incidents. In the end, the patient was re-directed to follow-up with their healthcare professional (hcp) to check programming and battery depletion to determine if the battery was depleting as expected or not. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported they were not sure what happened the day in question. The patient was told to increase with pain. The day in question the patient had a severe spasm and the inability to walk. 911 was called and when the device was checked it was low it and would not go into MRI mode. The patient is charging as soon as it is 30-50% around every two days. The event has not happened again. The patient is still having pain. A new medication was prescribed for spasms. No further complications were reported.